Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes that there was foreign matter in tube; biological and non-biological. The following information was provided by the initial reporter: customer found a yellow foreign body similar to cranial tissue in the 367955 tube when drawing blood.

Manufacturer narrative:
H.6 investigation summary bd had not received samples, but three (3) photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10